Event description:
It was reported that a patient, (B)(6) years old, male had an atrial fibrillation (afib) procedure on (B)(6) 2015 and an esophageal perforation was found on (B)(6) 2015. The esophageal perforation was found and confirmed by CT scan when the patient went into the ER after experiencing difficulty swallowing and chest pain. The medical intervention which was a surgical repair of the perforation and also hospitalization were required. The patient was reported to be in stable condition. The physician¿s opinion regarding the cause of this adverse event is that this is not product related. The physician believed that the patient probably had a compromised esophagus pre- afib ablation (he had a history of gastro-esophageal reflux disease (gerd)) and the ablation then caused further thermal injury to esophagus, however, he did not perforate the esophagus during the ablation, the esophagus was perforated by a mechanical injury during swallowing/eating food. He believed this is what happened since the left atrium was still intact and the patient did not present to the ER until 10 days post ablation. The generator parameter at the time of perforation was 30 second lesions, 25-30watts, 10-30g force, temps 35-38 degrees, impedance 115-135 ohms. Esophageal temperature probe was used to prevent esophageal injury. There was no error massage or malfunction reported related to this adverse event.

Manufacturer narrative:
The following bwi devices were in use: carto 3 ((B)(4)), smartablate generator (s/n:(B)(4)), smartablate pump(s/n:(B)(4)), smarttouch catheter (cat:unknown, lot:unknown - discarded), pentaray catheter (cat:unknown, lot:unknown), sequoia ultrasound system, and a bayless generator. (B)(4).